Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/28/2015 with the following findings: the audio bolus button cover was missing from the pump. Battery compartment is cracked below the bumper pad. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the audio bolus button was detached from the pump. This report is made based on results of investigation completed on 07/28/2015.